Event description:
It was reported to vyaire medical problem with avea ventilator when the unit powers on, but the uim (user interface module) does not. The issue was found when turning on the vent. The customer confirmed that there was no patient involvement associated with reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.